Event description:
Procedure: donor nephrectomy. The stapler was applied to the renal artery and fired. After firing when the instrument was opened, the surgeon noticed excessive bleeding from the tissue. The surgeon placed clips below staple line but bleeding was still not controlled. The procedure was then changed from a laparoscopic to open. And the pledgeted sutures were used to control the bleeding.